Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's cardiac resynchronization therapy defibrillator was explanted and replaced due to premature battery depletion. The patient's right ventricular (rv) lead was capped and replaced due to increasing impedance. No patient complications have been reported as a result of this event.